Manufacturer narrative:
The device was reported to have been in use at the time the malfunction was found. The customer reported that staff resolved the issue and required no additional intervention or escalation of treatment. No patient harm or procedural delay was reported. The field service engineer (fse) replaced the blower assembly to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 09feb2021.

Event description:
The customer reported that the unit had blower stalled alarm while in use. The customer reported that the unit was in use on a patient, but there was no patient harm reported. The customer contacted product support and reported the caller advised an error in the significant event logs. Product support emailed the caller the service manual, ref ch 6, to verify that the blower is connected to the mc pcba, verify that the blower rpm monitor increases above 3000 rpm when the pressure controller is set to a value above 0 cmh20. If the blower rpm does not increase above 3000 rpm replace one of the following to re-establish the tachometer signal, replace blower, replace the mc pcba, replace the cpu, provided part ID for the blower assembly rp-blower assy. The customer responded email: this issue has been corrected.